Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 345, which was not reproduced due to multiple false air in line alarms while running a loaded set. System error 345 was confirmed through a review of the event history log and found to be caused by a failed upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump displayed system error 345. Any patient involvement, injury or medical intervention is unknown.